Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: missing pin in white lemo connector. The reported event of backup battery fault flags was confirmed via the provided log files. The provided log files collectively contained data spanning approximately 5 hours ((B)(6) 2022, 10:24 ¿ 15:31 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s voltage values were observed to be below-average throughout most of the data while the power module patient cable was in use. ¿v_unable_to_charge_ebb¿ flags were intermittently observed throughout the data, indicating that the bus voltage was too low to appropriately charge the backup battery. However, active alarms did not occur as a result of the lower voltage values. The patient cable¿s lower voltage values was observed to have resolved at 15:01 when the cable was exchanged with a new component. After this replacement, no further atypical events were observed. The returned 14-volt patient cable (lot number 11015092212) was functionally tested and was found to have increased resistances within all of its inner wires, causing low voltage values and low voltage alarms to intermittently occur while in use with known working test equipment. However, the mock loop operated as intended while the cable was in use. The observed wire fatigue within the cable was consistent with log file findings and was determined to have been the cause of the reported event. However, the root cause of the wire fatigue was unable to be conclusively determined. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their patient cable, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the 14-volt patient cable, lot number 11015092212, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary system controller was displaying a backup battery fault. The system controller was then exchanged to a brand-new controller. Despite the controller exchange the system monitor was showing "replace backup battery" even though the backup battery was brand new and still had 34 months of life left. Interrogation of the system controller did not show any alarms; however, the controller on the backup battery screen was showing as backup battery fault. The next day the system monitor was switching between "replace backup battery" and "34 months of life remaining". The backup battery was also blinking orange. The backup battery was then exchanged. The orange light persisted following the backup battery exchange. The backup battery exchange resolved the issue on the system monitor, which then showed "replace backup battery in 34 months". The controller continued to show backup battery fault. A self-test was performed on the system controller with no resolution. The system controller was also showing 3 out of 4 battery bars when connected to wall power. Review of the log files showed an internal alarm which indicated that the controller was unable to charge the backup battery. The power module patient cable was exchanged, and voltage readings returned to normal. Exchanging the patient cable resolved the issue of the system controller not being able to charge the backup battery.